Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, lot# serial# (B)(4), product type programmer, patient product ID 3708140, (B)(4), product type extension product ID 3708140, (B)(4): product type extension. (B)(4).

Event description:
It was reported that the patient had pain in their tailbone and it was thought that stimulation made it worse. About two months ago, the stimulation was turned off and had been off since. A power on reset (por) message was displayed when using the antenna locate feature. After charging the device, the stimulation could not be adjusted. The por condition was cleared and it was noted that this resolved the reported issue. The patient was able to use the stimulation again. About two and a half weeks later, it was reported that the patient was still having concerns about the device or therapy, but had not sought further help. If additional information is received, a follow up report will be sent.